Event description:
Customer reportedly rec'd results of 58 mg/dl and 210 mg/dl within 10 mins on an advantage sys. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No high or low blood symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.